Event description:
Technician reported that pt reported an over infusion. Total bag volume 1100ml-total to inuse 1000ml-rate of infusion 200ml/hr for 5 hrs-bag went dry approx. 10 hrs into infusion. No pt injury or medical intervention. Product code 2m9858 is the set being used. No additional pt information is available at this time.